Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Event assessment has determined that report of potential malfunction may result in unnecessary explant. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected shows low telemetered battery voltage. On (B)(6) 2010, the battery voltage with telemetry was 2.57v and the daily measurement was 2.92v.

Event description:
Early battery depletion was reported. The device battery reached eri (elective replacement indicator) in less than four years, but there was no eri message. It was also reported that performance data from the device will be reviewed for battery status at future follow-ups. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Event assessment has determined that report of potential malfunction may result in unnecessary explant. Evaluation summary: (B) (4) the actual device was not received for evaluation. Performance data collected shows low telemetered battery voltage. On (B) (6) 2010, the battery voltage with telemetry was 2.57v and the daily measurement was 2.92v.

Event description:
Early battery depletion was reported. The device battery reached eri (elective replacement indicator) in less than four years, but there was no eri message. It was also reported that performance data from the device will be reviewed for battery status at future follow-ups. It was further reported the battery voltage reading in clinic was 2.79 v and performance data from the device showed battery voltage 2.92-2.95v. The device remains in use. No patient complications have been reported as a result of this event.